Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported of having low blood glucose to where she cannot move of speak. Customer reported that blood glucose was in the 30 mg/dl and was taken to the hospital. Customer had nausea, arm and shoulder tingling and tightness in the chest. Customer was at level 4 kidney failure. Customer was taken to the emergency room on (B)(6) 2015. Customer was treated in the emergency room and then released when blood glucose stabilized. Customer was wearing insulin pump at the time of hospitalization. Customer reported that insulin pump was exposed to MRI. Insulin pump passed displacement test.